Event description:
It was reported that the customer received a program safety alarm on his insulin pump and the pump started beeping. The customer was advised to remove the battery and reinsert it after five minutes. The customer stated that the display did not return. The customer was advised to leave the battery out for two hours before continuing troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.